Manufacturer narrative:
Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. Conclusion: the most likely root cause for this type of defect will be documented in pic (B)(4) embedded fm.

Event description:
It was reported that foreign matter was embedded in the cap of the bd vacutainer® sst¿ ii advance plus blood collection tubes. No injury or medical intervention reported.